Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown cage/ spacer/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this information was cited from a case report on eos (early onset scoliosis). The (B)(6) year-old female patient visited the hospital due to lower limbs¿ paralysis, back pain, difficulty with upright position, intermittent claudication for a few minute span and urination disorder. Since those symptoms had become worse for five years, she requested a procedure. The surgeon diagnosed her diseases as follows: the cauda equina disorder caused incomplete paralysis on the lower limbs (superior on the right side). X-ray revealed noticeable alignment disorder on the sagittal plane due to degenerative kyphoscoliosis. Myelography showed serious spinal stenosis on l2-3, l3-4, and l4-5. The procedure was performed on an unknown date as follows: a posterior decompression was applied to l2-3, l3-4, and l4-5. The bone obtained by the decompression and synthetic granular bone bonish 8g were mixed (1:1 ratio) for the graft. A plif (posterior lumbar interbody fusion) was applied to l2-3. Total 14ml of the graft (7ml on each side) was applied to the decorticated processus transversus. A tlif (transforaminal lumbar interbody fusion) was applied to l3-4-5. 5ml of the graft was applied to the interbody. Next, the cage (unk), loaded with the patient¿s bone, was inserted into the interbody. Soon after the procedure the patient showed early recovery from the symptoms. Six months passed after the procedure when the twelfth thoracic vertebral fracture was found. A conservative treatment was applied. CT scan was taken two years after the procedure, and sufficient bone healing was confirmed where plif and tlif were applied. The whole body was x-rayed in the standing position, and the alignment was satisfactory. No further information is available. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).